Event description:
The customer reported that he was unable to remove the battery cap on the insulin pump. Customer's blood glucose was 220 mg/dl. Troubleshooting did not resolve the issue. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Insulin pump received with stripped battery cap coin slot. Insulin pump received with corroded battery tube. Insulin pump received with minor scratches on lcd window. Insulin pump received with cracked battery tube threads.